Event description:
It was reported that the proximal filter failed to recapture. A sentinel cerebral protection system (cps) was utilized for embolic protection during a transcatheter aortic valve replacement (tavr) procedure. At the close of the procedure, the proximal filter was difficult to retract, and the physician was unable to fully recapture for removal. The sentinel cps was removed from the patient anatomy with the proximal filter in a deployed state. The sentinel cps was able to be removed without issue. There were no adverse events reported.